Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Although the model number is not known, the specific brand is known and all model numbers under this brand are under a field action. The field action numbers associated with this lead are: z-0067-2008, z-0068-2008, z-0069-2008, z-0070-2008. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported by a family member that the patient had "a damaged lead wire," received "shocks" and "was always in fear of another." No additional information was provided. The patient's date of death is unknown. The cause of death will not be known.